Event description:
I am a radiologist who uses agfa pacs system impax 6.5.1.144 to diagnose disease processes on MRI studies. There is a consistent failure of this product to render relevant data series that have been sent to the system (display errors) w/o a warning to this effect that could potentially result in a failure to make a critical diagnosis, and therefore, be life threatening. A closing of the display, and re-launching results in presentation of the data. This was not true of the prior version of this product. I also use ge centricity, which notifies the radiologist should an incomplete data set exists.